Event description:
During a clinical study the affiliate reported that a patient explanted his own catheter by pulling on the device. It was also reported that the patient developed clinical symptoms of infection the day after the catheter was pulled out, including secondary hydrocephalus. A new evd (non-study) was implanted on day 5 and the culture grew staph epidermis. The patient was treated with antibiotics and within a few days the patient was discharged. A follow-up was done in 2006, and there was no signs of infection.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.